Event description:
Procedure: urogynecological. According to the reporter: the patient has experience injury, pain, disability and impairment. Product was used for therapeutic treatment. Bard mesh monofilament knitted was reported to be used/ implanted during this procedure.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced blood loss, vaginal vault prolapse, vaginal wall ulceration, small bowel obstruction (obstruction), tachycardia, hypotension, nausea, vomiting, serosal tear/laceration (lacerations), failed sling (failure of implant), anterior/posterior wall defects, serosa inflamed/irritated (inflammation) (irritation), adhesion, yeast infection (fungal infection), pain, attenuated fascia, abscesses, malodorous seropurulent drainage at suture sites (purulent discharge), erythema and required additional surgical and non-surgical interventions.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).. Covidien is submitting this report on behalf of (B)(4), (importer).